Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital due to a near syncopal episode. The patient does not require pacing and the near syncope was determined to not be related to device function. It was reported this rv was fractured and ventricular tachycardia (vt) episodes were stored due to oversensed noise. No adverse patient effects were reported.

Event description:
Additional information was received indicating this lead also exhibited high pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that prior to routine device change out, this lead continued to exhibit high out of range pacing impedance measurements along with loss of capture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.